Event description:
It was reported the screen keeps flickering. No negative impact in state of health reported.

Manufacturer narrative:
Under user facility's discretion the device is not available for evaluation. The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).